Manufacturer narrative:
Concomitant medical products: product ID: 978a128; lot# va286ma; implanted: (B)(6) 2020; product type: lead. Other relevant device(s) are: product ID: 978a128, lot #: va286ma, ubd: 08-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had been having issues where they felt like their stimulation system was shocking them in the vaginal area, causing a lot of pain and making it hard for them to walk. The issue started a week ago and they turned stim off immediately but they still had the pain. It got so bad that they had to go to the ER over the weekend. The patient thinks the lead is what is causing the pain. If laying in bed there was no pain, it was only when they move that they feel a shooting pain. They called their healthcare professional (hcp) who directed them to contact the manufacturer. The caller stated that there were no falls/traumas/medical procedures that they think would be related to the issue. The patient was ultimately redirected to their hcp to address the issue.